Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted - one into the 1st diagonal and one into the lad. During a staged procedure four resolute onyx stents were implanted into the rca. Approx 5 months post staged procedure the patient suffered nstemi of the rca and total occlusion of the rca. The patient received a left heart cath and was treated with medication. The investigator and safety assessed the event as not related to the index device or anti-platelet medication. The patient recovered.

Manufacturer narrative:
Correction: cec adjudicated the event date as (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as late stent thrombosis, arc definite in the rca and that it is related to the study stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the site (investigator) assessed the event as not related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the event as possibly related to the index device. If information is provided in the future, a supplemental report will be issued.